Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event that resulted in a pump stop was confirmed via log file analysis. Log file data was reviewed from 20jan2026 ¿ 29jan2026. It was noted that on 29jan2026, a no external power alarm activated at 19:05 due to both 14v li-ion batteries depleting to 0v. When the batteries depleted, they had been in use for approximately 3 hours; however, it was noted that the batteries were not fully charged when the controller was connected. The backup battery supported the system as intended for approximately 2 hours until 21:02 when a pump stop occurred due to the backup battery also completely depleting. No indication of the system controller not functioning as intended was captured in the log file. The system controller was returned for analysis and was found to pass functional testing. The system controller was tested with the returned 14v li-ion batteries, 14v battery clips, heartmate 3 pump, modular cable, and a mock circulatory loop and the batteries were found to support the system for 19 hours. It was also noted that the batteries had expired on 11feb2023 and had greater than the recommended 360 usage cycles, after which the performance of 14v li-ion batteries cannot be guaranteed. Provided information indicated that the patient was found unresponsive at home with the pump off and ultimately passed away. Attempts were made to obtain additional event information, but no response was received. The batteries being expired and over the recommended usage count could have contributed to the reported event, but this could not be conclusively determined. Root cause of the no external power alarm was determined to be due to total battery depletion. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section f entitled ¿safety checklists¿ and the heartmate 3 patient handbook section 10 entitled ¿safety checklists¿ instruct users to check the manufacture date on the label of all batteries monthly, and to replace batteries that were manufactured more than three years prior, as the battery has expired. The heartmate 3 patient handbook section 3 entitled ¿powering the system¿ and the heartmate 3 instructions for use section 3 entitled ¿powering the system¿ caution the user that if stored and used within recommended guidelines, heartmate 14 volt batteries should be usable for approximately 360 use/charge cycles of for 36 months from the date of manufacture, whichever comes first. After 360 cycles/36 months, battery performance cannot be guaranteed and batteries should be replaced. The user is also instructed to call their hospital contact when a heartmate battery reaches either of these milestones. Using damaged, defective, or expired batteries may cut operating time. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive at home. The patient was last heard from around 17:30 on (B)(6) 2026. They reported having an episode of emesis, but was otherwise feeling well at the time. The patient's mother returned home and found the patient unresponsive. They reported that emergency medical services (ems) stated the left ventricular assist device (lvad) pump was off and that the batteries were dead when the patient was found. There were no active alarms when the patient was found. There were no efforts for resuscitation. The patient was transported for an autopsy. The outcome was stated to be device or therapy related.